Event description:
It was reported that during a diagnostic procedure the pt experienced aphasia, and right side hemiplegia. The procedure was stopped. Pt status is listed as "critical". It is unclear how the catheter performance is related to the incident.